Manufacturer narrative:
The reported event occurred on a cobas e 601 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv combi pt assay performed within specifications, and no product issue was identified. A review of quality control and calibration data confirmed that all results were within expected ranges. Specificity calculations based on the customer's data (99.60%) were found to overlap with the lower confidence limit (99.47%) of the specificity reported in the assay's method sheet for unselected routine samples. The customer's dataset included 1,000 determinations, which is smaller than the sample sizes used in the assay's specificity studies but still within the expected range for assay performance.

Event description:
The initial reporter alleged an increase in false reactive patient sample results with the hiv combi pt elecsys cobas e 100 assay on the cobas 6000 e601 module when comparing data from january to june 2019 versus january to june 2020. In 2019, a total of 10 patient samples were tested, with 8 reactive results and 2 indeterminate results on the hiv combi pt assay. All confirmation testing for these samples was negative. In 2020, a total of 21 patient samples were tested, with 19 reactive results (7 confirmed positive and 10 false reactive) and 2 indeterminate results, which were confirmed negative. Additional data from may, june, and july 2020 showed that out of 1,000 patient samples tested, 992 were non-reactive, and 8 were reactive. Of the 8 reactive results, 4 were confirmed positive in hiv confirmation testing, and 4 were confirmed non-reactive, resulting in 4 false reactive results. Based on these numbers, the specificity was calculated as 99.60% with a 99.84% lower confidence limit and a 99.98% upper confidence limit.